Event description:
Per raised with minimal info. The surgeon reported via the sales rep that the unit has snapped. The sales rep further reported that the unit will not be returned to stryker, as the hospital is conducting their own investigation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.